Event description:
It was reported that "procedure done was a coronary artery bypass graft with aortic valve replacement. Pt had one ground pad on each buttock, as 2 electrosurgery units were used during procedure. Pt came back three days after heart case with lesion on right buttocks. Pt was treated by home health."

Manufacturer narrative:
The actual device was disposed at the hospital. We are attempting to gather additional information from the hospital for the investigation. We will file a supplemental report when the investigation is completed.